Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing that does not appear to affect device function. It was noted that episodes may have been misclassified. The ra lead remains in use. No patient complications have been reported as a result of this event.